Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was pressurized upon first inflation at 6 atmospheres, and second inflation at 6 atmospheres. However, the balloon ruptured upon third inflation at 12 atmospheres within 30 seconds. The balloon was removed from the patient's body without any problem using the usual method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.